Manufacturer narrative:
Device evaluation determined that the implantable neurostimulator was near normal battery depletion. The output and telemetry were acceptable and good stable output was noted. Calculations determined the device longevity was between 1.65 years to .62 years based on the parameters received. The device reached eos in 1.36 years. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaulation has not yet begun, but is anticipated. Once additional information is received the event will be updated to contain the results of analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported a patient had the device explanted due to rapid battery depletion. No further complications were reported/anticipated.